Manufacturer narrative:
Concomitant medical product: 511212 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had three episodes of ventricular tachycardia (vt). The electrogram shows the arrhythmia was terminated, although it appears to remain in arrhythmia possibly below the detection rate. The device remains in use. No patient complications have been reported as a result of this event.